Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during implant, the lead and extension broke. During the connection process, the lead cap did not fit on the junction part. The hcp tried to remove the lead cap by pulling the cap, but the force the hcp applied broke the lead. The locking mechanisms were also observed to be rotated in the extension connection part. There were no external factors that caused the event. Fluoroscopy was used to diagnose the problem. The lead and extension were replaced and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found no significant anomalies. The #0 conductor on the proximal end of the lead was broken at the connector weld site due to overstress/damage.

Manufacturer narrative:
Additional review determined the following device code was not related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.